Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was 186mg/dl at the time of the incident. The customer reported that 2 months ago screen went blank, put it back in pocket and turned back on. Later did the same thing and then noticed recently battery has been not lasting and he turns battery cap and shows full range. Then he keeps having to change out batteries. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.